Event description:
It was reported that the inner membrane of the cannula fragmented and was forced into joint space by the instrument. Membrane fragment was removed without incident. Procedure was completed with another caps-lock cannula without further incident. No pt complications were reported as a result of this event.

Manufacturer narrative:
Add'l MFR narrative: the pt identifier, age, weight and gender were not available.